Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single-used loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The sulu was loaded into a test instrument for functional testing. The test instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colon surgery, the stapler partially fired but some staples successfully fired from the device. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colon surgery, the stapler partially fired. Another reload was used to complete the case. There was no patient injury.